Event description:
A customer reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer reverted to an alternate method of insulin therapy.